Event description:
The report indicated that the customer went unconscious and an ambulance was called. His family took a bg reading at the time of the event and his level was 320 mg/dl; upon arrival, the medical staff took a bg reading and his level was 34 mg/dl. The customer was treated at his home and his bg levels eventually went "back to normal". The pdm will be returned for investigation.

Manufacturer narrative:
The device involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.